Event description:
Sonova was notified that a patient had excess fluid collection observed in the ear and a blister. After a follow up it was confirmed that a patient was diagnosed with an ear infection. The patient was prescribed antibiotics.

Manufacturer narrative:
Manufacturer investigated the incident. (B11): no global market trend has ever been observed for this issue. (B15): the follow up interview established is that the patient is an experienced lyric user and has been using it since on (B)(6) 2019. The blister occurred on (B)(6) 2026. The patient self-removed the device from the ear dur to the discomfort. On the following day, the hcp checked the ear and observed that the ear canal was wet but there was no redness. The hcp dried it with a cotton swab and refitted a new device. A week later, the patient started to notice feedback in the left ear and came to have it checked. He removed it prior to the appointment and noted some soreness. Upon examination, there was wax, which the hcp removed, and under the wax there was what appeared to be a clear blister, in the posterior canal wall. The hcp referred to gp/ent to have this checked. When the hcp examined the ear, there were no signs of infection. Tm was intact. Hearing test was performed and there was no change. The gp diagnosed an ear infection and prescribed antibiotics. No other detail was provided. (B18): lyric is a single use device and is normally discarded after use, and hence not available for the analysis. (B31): the manufacturer reviewed the device technical file, including the risk file and the IFU. Lyric is intended to be worn completely invisible in the ear canal 24/7 for months at a time. To achieve this intended application (and therewith the clinical benefit), soft foam components (seals) are used in different sizes to enable an ideal fit in an individual's ear canal. The sealing of the ear canal might lead to a moisture accumulation in the volume between device and ear drum which could lead to skin injuries. The compromised skin integrity, the moist and dark environment promotes bacterial infection, which could occasionally cause skin irritations and/ or infections like otitis externa. Otitis externa is a common ear condition, which has an annual incidence of about 1% in a regular population (non-hearing aid wearers). It might require professional medical intervention (in most cases topical antibiotics), but a full recovery is always expected. Therefore, there is a strong reason to believe, that the benefit of the device outweighs the associated risk. The risk management file and the IFU already address the risk of inflammation, pain, redness, and blisters. The IFU contains appropriate patient information and warnings, including to consult a physician if there are sign of inflammation or pain.